Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 2 failed to close due to the wire to the latch sensor had frayed. A field service engineer replaced latch sensor (with wire) to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the auxiliary drawer 2 had failed and not detected as closed. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. The customer stated that there was no delay to patient care since the user retrieved medication from a different station nearby. There were no adverse events or injuries reported based on this event.